Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ (B)(4) states: "I had a depuy pinnacle cup size 56, metal on metal, hip replacement. Since the replacement on my left hip, I have had extreme pain on my left thigh, groin and it is constant. I can't lay or sleep on it. There is difficulty walking and doing stairs, squatting or bending is difficult. I have had many months of physical therapy without little improvement. Now I can only walk for about an hour then I begin to limp. I am unable to work since the operation. Still under doctor's supervision." Update 11/11/2014- pfs and medical records received. This complaint is now legal. Pfs is alleging pain and increased metal ions. The unknown pinnacle hip is being changed to unknown liner. An unknown femoral head and stem are also being added. No lab results have been given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/6/2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision oprative note indicated pain and elevated metal ion levels (no labs). An acetabular screw was added during the revision, but the cup was noted to be stable. Part/lot is being updated.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.